Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing discomfort from inappropriate shocks due to lead noise. Variable pacing lead impedance measurements were noted via remote transmission. The lead was capped and replaced on (B)(6) 2016. Patient was stable.